Event description:
The retention system has 2 stylets (yellow & white), each with magnets at the tip. Magnet from yellow stylet came off as it ws being pulled from patient. Magnet could have fallen inside nostril & travel into the lungs, it wasn't supposed to come off from yellow stylet. Normally, magnet from white tylet will come off & attach to yellow stylet.